Manufacturer narrative:
(B)(4). Bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter / damage with the incident lot was observed, however it is difficult to determine whether the foreign matter / damage is from manufacturing, assembly, or the stopper rubbing against the inside of the barrel. The indicated failure mode for difficult / unable to operate was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ experienced difficult plunger movement and foreign matter in tube (biological and nonbiological) during use. The following information was provided by the initial reporter: the customer noticed "corrugated syringe in the body does not allow the movement of the plunger." Syringe appears to have foreign matter within the fluid path. This description was translated from (B)(6) to english.